Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for intractable spasticity. It was reported the patient's pump went dry. It was not specified when this occurred or which device was involved with this event. No further complications were reported or anticipated.